Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr hip resurfacing system- right, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative: asr revision asr hip resurfacing system- right reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision. Asr hip resurfacing system- right. Reason(s) for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.